Event description:
User facility reports one incident of a cracked luer connector at initiation of hemodialysis treatment. Ebl=30cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The actual complaint sample was discarded at the time of the incident.